Manufacturer narrative:
The field service engineer determined that a vacuum nozzle was defective. A sipper and vacuum nozzle were replaced. Ise checks, calibration, and precision studies passed. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the na electrode on a cobas pro ise analytical unit. The second patient sample also had discrepant results when tested with the cl electrode. The customer repeated the patient samples due to a failed delta check. The samples were repeated on a second analyzer and these values were deemed correct. The first sample initially resulted in a na value of 146.4 mmol/l and it repeated as 140.3 mmol/l. The second sample initially resulted in a na value of 161.3 mmol/l and it repeated as 145.8 mmol/l. This sample initially resulted in a cl value of 113.2 mmol/l and it repeated as 101 mmol/l.

Manufacturer narrative:
The na and cl electrode lot numbers and expiration dates were requested, but not provided. The investigation is ongoing.